Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6), 2011, that the patient's right foot and leg swelled when the stimulation was turned on. The stimulation was turned off for the previous three weeks and the patient's leg and foot returned to normal. It was later reported that the patient was told that the implantable neurostimulator was "the only option." It was noted that the patient found "someone else" to remove the device. No further details related to the event or patient outcome were provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.